Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? Was the stratafix spiral sxmp1b103 used in each breast? Were the pictures of the same breast? Can you describe the surgeon initial technique with stratafix spiral placement? What tissue layer was the stratafix monocryl plus - sxmp1b103 placed in? What was the condition of the tissue (normal, diseased, weakened)? How was the wound dehiscence managed? Was treatment provided for wound dehiscence? Was a second procedure performed? If so, what post op date? Can you describe the appearance of the suture during the second procedure? Was the suture found broken, if so, where (barbs, middle, end)? Was there any change to patient post op care due to wound healing issue? What are the patient weight and bmi, other medical history? Can you identify the lot number of the stratafix spiral sxmp1b103 suture? Do you have any suture or samples of the same lot for evaluation? What is the surgeon opinion as to the contributing factors to the ¿suture spitting¿? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a breast augmentation and mastopexy procedure on an unknown date and barbed suture was used. Approximately 5 weeks post op the patient experienced wound dehiscence and suture spitting. The patient is complaining of pain and tearing. It was reported that only steristrips were used at time of procedure. Additional information has been requested.